Manufacturer narrative:
Additional information received indicated that pocket manipulations were performed and there were no changes to the electrical measurements. Additional discussions regarding system replacement was being contemplated. However, in the interim the vector was reprogrammed to secondary. The patient planned to be seen at the next scheduled follow-up appointment. No additional information is available at this time. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode received inappropriate therapies due to noise, oversensing and baseline shifting. Device data and x-ray images were sent in for review. Boston scientific technical services (ts) reviewed and discussed that both alternate and primary vectors have unacceptable sensing characteristics. There was one captured s-ECG in secondary vector that appeared to have appropriate sensing. Based on the shock impedance measurements and the x-rays reviewed, it appeared that the device system was implanted in a suitable position. Ts discussed potential reasons for the inappropriate episodes and recommended further troubleshooting. No adverse patient effects were reported.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode received inappropriate therapies due to noise, oversensing and baseline shifting. Device data and x-ray images were sent in for review. Boston scientific technical services (ts) reviewed and discussed that both alternate and primary vectors have unacceptable sensing characteristics. There was one captured s-ECG in secondary vector that appeared to have appropriate sensing. Based on the shock impedance measurements and the x-rays reviewed, it appeared that the device system was implanted in a suitable position. Ts discussed potential reasons for the inappropriate episodes and recommended further troubleshooting. No adverse patient effects were reported. Additional information received indicated that pocket manipulations were performed and there were no changes to the electrical measurements. Additional discussions regarding system replacement was being contemplated. However, in the interim the vector was reprogrammed to secondary. The patient planned to be seen at the next scheduled follow-up appointment.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event.